Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, when the starclose se device was pulled back to position the locator wings against the vessel wall, the device came out of the artery resulting in the loss of vessel access. The physician felt the locator wings did not deploy. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the vessel locator wings was not confirmed. Analysis found that the locator wings were returned deployed and bent forward. The reported loss of arterial access could not confirmed, as the device could not be tested due to the returned condition of the device. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for loss of arterial access or for failure to deploy the vessel locator wings from this lot. Based on the information reviewed, there is no indication of a product deficiency.